Event description:
It was reported that at a follow up appointment, a decrease in sensing measurements and an increase in the capture threshold was noted from the right atrial (ra) and right ventricular (rv) lead. During device interrogation, an episode of oversensing from the rv lead was also observed. The patient was hospitalized and the physician reprogrammed the device. Diagnostic imaging was performed which confirmed both the ra and rv leads had dislodged. The physician surgically repositioned both leads. However, in the next week following this procedure, oversensing, increased thresholds, and low sensing was again noted from the rv lead. The physician elected to explant and replace the rv lead to resolve the event. The patient was stable with no additional adverse consequences. The ra lead remains implanted and in service. It is indicated that the device was retained at the facility and will not be returned for evaluation.